Manufacturer narrative:
(B)(4). One used ultrasite valve, without packaging, was received for evaluation. A post-it note attached to the sample bag read, "this is the cap that was leaking on pt in (B)(6) on (B)(6) 2015 with his chemo going." Upon visual observation, the valve exhibited a crack on the threads of the molded ultrasite valve body. The crack started from the top of the valve and extended down to the bottom of the luer threads. Without the lot number, a thorough evaluation could not be performed. Although a definitive conclusion could not be made regarding the cause of the reported event, cracking of this nature can occur when the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a chemo leakage from the valve. No further information is available at this time.